Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device emits burning odor and visibly smoking. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External investigation observed no evidence of unusual wear or tear. Pil was unable to power on the device and did not get any airflow and the heater plate did not warm up. Since the device will not power up, the pil was unable to download the error log or any care orchestrator information. Internal investigation observed thermal damage to the circuit board due to water ingress.